Manufacturer narrative:
The device was returned for making noise and freezing up. Reliability engineering evaluated the device and observed that the device made a grinding noise, the coupling head was worn, it was difficult to insert the tool/gauge, the trigger was sticking, the bearings were damaged and corroded, the electric motor was damaged, had strong vibrations, contacts on electronic control unit were corroded and the planetary wheels were worn. Therefore, the reported condition was confirmed. The assignable root cause was determined to be due to normal wear and servicing over time. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that during testing, it was observed that the small battery drive device was freezing up and making grinding noises. During in-house engineering evaluation, it was observed that the device made a grinding noise, the coupling head was worn, it was difficult to insert the tool/gauge, the trigger was sticking, the bearings were damaged and corroded, the electric motor was damaged, had strong vibrations, the contacts on electronic control unit were corroded and the planetary wheels were worn. It was not reported if there were any delays to the planned surgical procedure. A spare identical device was available for use. There was no patient involvement reported. There were no reports of injuries, medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.